Event description:
Fluid tubing y-connection attached to blue insert had a leak. Manufacturer response for insufflator, hysteroscopic, fluent fluid management system (per site reporter). Thanks so much for sending over the information below ¿ we¿d like to get that device returned and replaced for you. I¿ve requested a flopak biohazard return kit to ship fedex delivery to you. Please write RMA (B)(4) on the outside of the bio-kit. We ask that you do not wash the device or cut the hosing and do not include any of the original packaging. Please do not place the bio kit inside another box or package. The bio-hazard un3373 mark on the outside of the kit needs to be visible to the fedex driver. A replacement device will arrive for you within 2 weeks of receiving the bio-kit. Please don¿t hesitate to reach out with any questions.